Event description:
A bd alaris IV tubing clamp failed to engage ultimately causing the patient to receive a bolus of pitocin which resulted in fetal distress and the need for an emergent cesarean section. FDA safety report ID # (B)(4).